Manufacturer narrative:
The cassette, bag, tubing, and probe were received for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt harm/impact" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The surgeon reported a system message displayed "draining to drainage bag" during I/a. The surgeon had to wait while the irrigation drained to the bag. The surgeon commented, the drainage to the drainage bag was not smooth as usual for its first use. The surgeon used the cassette with the drainage bag for three more surgeries and gave it up during the third surgery. No pt injury was reported.